Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49mg/dl. Low bg cause was not known. Reportedly, the customer had mobility issues due to the decreased bg. The customer had assistance from spouse who provided a soda and monitored customer. Recommendation was made to consult with a healthcare provider to discuss diabetes management.